Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless pedal failed. To date, no further in formation was received. We are conservatively reporting this event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned vascular treatment was completed without delay using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless pedal failed. Upon troubleshooting, fse found that the wireless footswitch has no response when pushing the pedals, the colour of the battery indicator was green, and the wi-fi led indicator of footswitch and base station was off. To resolve the issue, fse replaced the wireless footswitch and returned to philips for further analysis. The analysis confirmed the malfunction of the footswitch and identified button defect. Following the replacement of the module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.